Manufacturer narrative:
Reported event: at end of successful case, tibial pins were removed from patient- upon inspection dr. (B)(4) noticed one pin was clearly shorter than the other, meaning the tip sheared off in the patient¿s bone. Follow up communication determined a 3.2 array stabilizer was used and the pins were disposed of after I the picture was taken. Device evaluation and results: the reported device is a 3.2mm x 110mm bone pin, sterile 2-pack, p/n 143110, lot# w44863. Device history review: review of the device history (see attachment 1) for the associated lot which indicated (B)(4) devices (143000-04 non-sterile bone pin, single) were manufactured per specification. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot# w44863 shows no additional complaint related to the failure in this investigation. Tracking of complaints related to p/n 143110 will be tracked through quarterly trend request #789. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
At end of successful case, tibial pins were removed from patient- upon inspection dr. (B)(6) noticed one pin was clearly shorter than the other, meaning the tip sheared off in the patient¿s bone.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At end of successful case, tibial pins were removed from patient- upon inspection dr. (B)(6) noticed one pin was clearly shorter than the other, meaning the tip sheared off in the patient¿s bone.